Event description:
Essure was inserted on (B)(6) 2015. Within a month, I began having prolonged, frequent, heavy, and unusually painful menstruations. I also suffered lower abdominal pain and swelling, headaches, and intense fatigue. I also suffered painful intercourse every time. By (B)(6) 2015, I could no longer wear earrings made of nickel without the skin around the piercings becoming itchy, inflamed, and scabbing over. I had two follow up hsgs at 3 months and 6 months post-essure placement. Neither of my tubes had successfully scarred closed. My doctor decided that we had to remove the device as well as both fallopian tubes via laparoscopy. Many of my symptoms resolved shortly thereafter, and I am now 6 months free of essure and symptom free.